Event description:
Customer reported that the cooling did not stop. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, the functional test reveal loud noise coming from the motor and it gets too warm. The locking parts were worn and the hose was brittle at the plug end. Device was inspected, and repaired by replacing a few components.